Event description:
It was reported that during a breast biopsy procedure, an error code 106, blue cable was rec'd. No further info was provided. No pt consequence was reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint of "blue cable errors" and found this was due to the rotational cable. To correct the customer complaint the analysis site replaced the blue rotational cable. The miter gear and the e-clip were replaced due to they were damaged during disassembly. As part of the standard service process, heat shrink was added to the green and blue cables. After servicing, the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.